Event description:
It was reported that the patient¿s cartridge became stuck inside the ilet while he was sleeping. An attempt to remove the cartridge using a knife resulted in it breaking inside the device. The patient was initially unable to send a picture for assessment but planned to do so once safely home. Follow-up indicated that pieces of the broken cartridge remained in the pump, and the patient used tweezers to remove most, if not all, of the fragments. The patient was able to reconnect to the pump using contact detach, and the device was functioning properly. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance